Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time. The customer reported that two of the infusion sets came off his body on the same day. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump and insulin pen. The insulin pump will not be returned for analysis.